Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument conductor wire was completely broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Initial inspection confirmed that the conductor wire was broken at the grip-crimp location and the wires were melted into the yaw pulley. Further inspection found thermal damage at the distal end near the base of the grips at the instrument bipolar yaw pulley. The instrument failed the electrical continuity test. The root cause of the thermal damage is attributed to mishandling and misuse. The complaint regarding a completely broken black wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found thermal damage on the instrument bipolar yaw pulley. Although there was no allegation of arcing observed during the procedure, the failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer discovered that the maryland bipolar forceps instrument conductor wire was completely broken. Due to the broken conductor wire, energy would not be delivered by the system. The customer replaced to the back-up instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. There was no report of arcing or thermal damage.